Event description:
It was reported that the spinal cord stimulator lead had high impedances. The patient underwent an explant procedure where in the spinal cord stimulator lead was removed and the explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately february of 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7074124.